Manufacturer narrative:
(B)(4). The run data file was reviewed. Signals did not indicate a conclusive cause for the reported elevated wbc content in this procedure. There are no events (adjustments, changes in pump speed, substate changes) in the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related. The trima device acted as intended. Investigation eval and corrective actions are in progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed . Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. Internal capas have been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in the platelet product. The disposable is unavailable for eval. The pt identifier and birth date are not available at this time. This report is being filed due to device malfunction that has the potential for injury.

Event description:
There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing.